Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("pains in all the body") and arrhythmia ("heart rhythm disorders") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), gait disturbance ("difficulty walking for a long time"), fatigue ("chronic fatigue"), migraine ("migraines"), myalgia ("muscular pains"), sleep disorder ("disturbed sleep"), vertigo ("vertigo"), loss of libido ("loss of libido"), abdominal pain upper ("gastric pains"), constipation ("constipation"), loss of balance ("loss of balance"), amnesia ("loss of memory"), speech disorder ("speech disorders/I stumble over my words"), paraesthesia ("tingling in extremities"), limb discomfort ("heavy legs"), muscle spasms ("muscular spasms"), alopecia ("heavy and abnormal loss of hair"), dry skin ("dry skin"), lacrimation increased ("tearing"), arthralgia ("chronic ligament, tendon, bone and joint pains"), musculoskeletal stiffness ("muscle stiffness"), depression ("depressive syndrome") and mucosal dryness ("dry mucosas") and was found to have weight increased ("weight gain"). The patient was treated with antiinflammatory agents, codeine, paracetamol and proton pump inhibitors. Essure treatment was not changed. At the time of the report, the pain, arrhythmia, gait disturbance, fatigue, weight increased, migraine, myalgia, sleep disorder, vertigo, loss of libido, abdominal pain upper, constipation, loss of balance, amnesia, speech disorder, paraesthesia, limb discomfort, muscle spasms, alopecia, dry skin, lacrimation increased, arthralgia, musculoskeletal stiffness, depression and mucosal dryness outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, amnesia, arrhythmia, arthralgia, constipation, depression, dry skin, fatigue, gait disturbance, lacrimation increased, limb discomfort, loss of balance, loss of libido, migraine, mucosal dryness, muscle spasms, musculoskeletal stiffness, myalgia, pain, paraesthesia, sleep disorder, speech disorder, vertigo and weight increased with essure. The reporter commented: treatment starting 10 years prior, anti-inflammatory drugs, paracetamol, codeine, treatment with ppi ( proton pump inhibitor) for gastric disorders. Removal pending. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.